Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified medication (route, medication, dosage, frequency, and duration not reported) for the recurrent peritonitis. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued. The patient was recovered from the recurrent peritonitis. No additional information is available.